Event description:
Approximately 5 weeks following a pulmonary vein isolation procedure, the patient developed a fistula and expired. There were no complications noted during the pulmonary vein isolation procedure that took place on (B)(6), 2023. There were no performance issues with any abbott device. The physician does not associate the complication to abbott product.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Today the physician verbally informed the abbott tech that the patient developed a fistula which resulted in death, (B)(6) 2023, following a pulmonary vein isolation procedure that took place on (B)(6) 2023. There were no complications or alleged issues with any devices during the pulmonary vein isolation procedure. Exact event date and more information will be provided as soon as it is available.